Manufacturer narrative:
The pod was received fully deployed. No damages or defects to the fluid path or needle mechanism were observed that could contribute to the reported failure to properly insert the cannula. The cause of the reported failure to properly insert the cannula cannot be determined.

Event description:
It was reported that the patient's blood glucose level rose to 271 mg/dl while wearing the pod. The patient reported being unsure if the cannula was properly seated in the infusion site (leg).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.